Event description:
It was indicated that the device had been off for a while. It was indicated that she was not sure what was going on but it had not worked for a few months if not longer. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v295465, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the onset of the reported event was in 2010. It was unknown if there was 50 percent or greater symptom reduction and none of the components were involved in the reported event. It was noted that at an appointment in (B)(6) 2011 the patient status was off. The troubleshooting performed to provide insight into the issue was reprogramming in 2009 and 2010 and they added an anticholinergic. It was reported that reprogramming was done to resolve the issue and the cause of the event was not determined and it was unknown if it was device related. The patient's impedances were all ok in 2013. When asked how the patient was doing now it was noted that the patient just stated in the note that it wasn't working. It was stated that the patient was seen on (B)(6) 2009 post-operatively for overactive bladder (oab) and urinary frequency and they had had a couple of changes since their procedure. The patient's settings were changed most recently 3 days ago because they were voiding as often as every 15 minutes and they returned today and were better as they were voiding every 2 to 3 hours. It was noted that the patient's sensation was comfortable and they felt it in the rectal area and they had not changed the amplitude. Just prior to having stage 2 put in the patient could go as long as every 4 hours with the temporary lead and that was what they were hoping for. The patient was set with case positive and 2 negative and the amplitude was increased to 1.7v where it was comfortable. It was reported that the site in the right upper buttock was without swelling or redness and was well-approximated. The patient was told to try the trial and they were moving in the right direction and should try to stay on the 1 setting for at least 2 weeks and that if they flipped around it was difficult to see if they were getting improvement. It was stated that the patient could increase the amplitude and should feel it but it should be comfortable. The patient was shown how to switch to a different program and if their symptoms were just intolerable they recommended the patient change to a different program. The patient would follow-up with their health care provider (hcp) next week and would follow-up with the nurse practitioner (np) in a couple of weeks for review of their symptoms. It was reported that the patient was seen on (B)(6) 2009 and they were still urinating quite frequently and could typically go approximately 2 hours which was too frequent for them. Only occasionally would they go 3 to 4 hours which was more acceptable to them and the patient denied any pain or significant discomfort in the gluteal region from the generator implant site or the lead itself. It was noted that right gluteal region was inspected and there was still some strips over the incision which was healing quite well and there was no evidence of infection, abscess, hematoma, or would breakdown and the generator was in an appropriate position and depth. They would continue to modify the settings for hopefully an appropriate response. It was stated that the patient was seen 1 week later and they had oab with urgency and frequency that was refractory to medications. The patient had a microscopic hematuria with a negative work up and they still complained of urinary frequency. On 2 nighttime occasions the patient was able to go 3 to 3.5 hours and wanted their settings changed. It was noted that the patient tried to increase their amplitude and was switching between programs 1 and 2 and felt the sensation rectally. The patient denied any urinary tract infection (uti) symptoms and the programs 1 and 2 were reprogrammed with different settings. The patient left with program 2 and felt it in the right ischial central vaginal region and was case positive and 1 negative. It was reported that the right upper buttock incision line was well healed without redness or drainage and the patient would follow-up in 2 weeks. The patient was next seen on (B)(6) 2009 and noticed they had been able to go longer periods of time at night. The patient could go 3 to 5 hours before voiding and that was better after implant however during the day was unchanged and they voided every 1 to 2.5 hours. It was noted that the patient felt the sensation in the rectum, tried increasing the amplitude, and was predominantly using program 2. The patient denied any urinary symptoms, burning with urination, or symptoms of uti. The pulse width was decreased on program 2 and program 1 was changed to case positive and 3 negative and the patient felt it in the mid-buttock. It was reported that the patient would try this for 2 weeks and the device was palpable slightly oblique with the upper edge palpable outward. The patient would follow-up in 4 to 6 weeks for review and any changes. The patient was informed that if they thought the device was not helping or not worth it they should try shutting it off and see if there was any different. It was noted that the patient was seen on (B)(6) 2010 and it was still better and night and they could sometimes go between 4 to 6 hours but mostly 3 to 4 hours at night. The patient voided every 1 to 2 hours during the day and wanted this to improve. The patient was using program 2 and program 1 was adjusted to 1 positive and 2 negative at 1.6v with 240 pulse width. It was stated that the patient felt the sensation in the right ischial area and it was suggested adding back an anticholinergic to get better relief and the patient would follow-up in 6 weeks if need. The patient was seen on (B)(6) 2010 and was only getting up 1 time during their sleep. The patient was started on vesicare and felt it helped a little but in the last 2 weeks they had been going 1 every hour between 6pm and 12am. It was reported that the patient did increase their fluids between 2pm and 6pm but did not believe the caffeinated beverages were associated with any of the frequency. The urinalysis was negative and the patient's settings were changed. Programs 1 and 2 were identical but one was cycling and one was not cycling. It was stated that the patient left with program 2 that was cycling and they felt it in the rectal area and a 3 program was added. The patient would follow-up in 2 to 3 months. It was reported that the patient was seen on (B)(6) 2011 and was noted that the patient underwent foot surgery last (B)(6) and was currently on antibiotics for an infected large toe. The patient's device had been off because they had not gotten significant benefit. The patient had baseline lower urinary tract symptoms of urinary frequency of daytime 1.5 to 2 hours and while sleeping, which was typically during the day as they worked at night, was about every 3 hours with a sleeping pill. It was noted that the patient denied urgency, urge incontinence, or stress incontinence, and denied symptoms of uti or gross hematuria. The patient's urinalysis was clear and yellow with moderate blood and otherwise completely negative. The patient was considering getting the device removed but most likely would not undergo this until the fall and they would return in several months or sooner if necessary. It was stated that the pat ient was seen on (B)(6) 2011 and had some improvement on toviaz and had some decrease in their leakage and incontinence and some improvement in their nocturia. The patient still had significant urgency and frequency during the daytime and their urinalysis had a ph of 6.5 with moderate blood and was otherwise negative. The patient's device had been off for the past 10 months. It was reported that the patient would try detrol and stop the toviaz and would follow-up in a month. The patient was next seen on (B)(6) 2013. The patient had their device test on (B)(6) 2009 and had the stage 1 implant on (B)(6) 2009 followed by stage 2 on (B)(6) 2009. It was noted that the patient had decent response but had multiple reprogramming visits. The review of the patient's systems found that the patient had headaches, dry eyes, seasonal allergies, numbness and tingling, high blood pressure, neck pain and stiffness, sinus problems, a sore throat, urinary frequency, asthma and wheezing, and was generally satisfied with life. It was reported that the patient had a CT scan of the abdomen or pelvis yesterday and it was normal. The patient's urinalysis had a ph of 6.0 with a small amount of blood. The patient had abdominal pain, hypertonicity bladder, and microscopic hematuria. It was stated that the patient had no kidney stones, no gu findings, and still had some mild lower quadrant pain which had not resolved. The patient denied urge, urge incontinence, or stress incontinence. It was reported that the patient was given a sample of myrbetriq and they would return in a month to discuss the response. The patient's urine was sent for culture and they were treated empirically with bactrim. It was noted that the patient was next seen on (B)(6) 2014. The urinalysis showed a trace amount of protein, a small amount of leukocytes, a ph of 6.0, and a trace amount of blood. The patient had no stones or utis and myrbetriq did not work well so the patient started a patch with great results but had a severe rash at the patch site.